Manufacturer narrative:
No unexpected button error alarms noted during testing, button error alerts, black circle anomaly, or beeping anomalies noted. No button response on the up arrow button due to corroded keypad traces noted. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It was reported the customer had a button error alarm on their insulin pump. The customer also stated there was a black circle on their insulin pump's screen. Customer stated they could not clear the alarm. The customer also reported the alarm occurred after leaving the battery out of their insulin pump for 30 minutes. Customer's blood glucose was 132 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.